Event description:
Patient underwent total hip arthroplasty in 2004. In the following month, patient was admitted to hospital for subluxation of the left hip addtional surgery replaced acetabular components.